Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: 13 days after the procedure. It was reported that 13 days post a left internal carotid artery stenting procedure, the pt experienced a stroke with right arm weakness, numbness, and confusion. Treatment included intravenous heparin and aggrenox. The pt's symptoms resolved in four days. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known potential adverse effect associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.